Event description:
It was reported that the patient was hospitalized for hypoglycemia and hypokalemia. The patient stated that he inadvertently administered excess insulin by priming the pump while attached to the infusion set.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: evaluation revealed that before priming the pump displays the appropriate warning. A 29 hour flow accuracy test was performed on the pump and passed and found to be delivering within specifications. In the original complaint, the patient reported they were attached while priming.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The patient reported that they inadvertently administered excess insulin by priming the pump while attached to the infusion set. The pump user guide instructs users to disconnect from the infusion set prior to priming it. Additionally, the pump notifies the user to disconnect from the infusion set three times during the prime/rewind sequence. The user must manually confirm these alerts before proceeding. The patient has continued to use the pump with no reported subsequent events. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.